Manufacturer narrative:
Part: 314.743; synthes lot: h349560; supplier lot: h349560; release to warehouse date: august 09, 2017; supplier: (B)(4). The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The jagged and oblique break is located just distal to the drive shaft helix. The helix is intact and shows wear consistent with use along the outer surface. It was determined that the received condition does agree with the complaint description. The specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Device history record review with material review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The certificate of conformance confirmed that the raw material used was correct per the specification with no relevant non-conformance noted. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. --drive shaft assembly; ria --drive shaft; ria (component) during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommended use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ dimensional inspection: the shaft outside diameter directly proximal to the break was inspected and measured within the specification per drawing. The shaft inner diameter directly proximal to the break was inspected and measured within the specification per drawing. Conclusion: the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The complaint condition is consistent with the result of force applied to the distal end of the drive shaft, resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Physical manufacturer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is synthes employee. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tip of the reamer/irrigator/aspirator (ria) broke off. There is no patient involvement. This report is for one (1) ria driveshaft l520. This is report 1 of 1 for complaint (B)(4).